Manufacturer narrative:
Alleged failure: sn: (B)(6), pn: 0240200200 per the customer, the hub appears to be fried or corrupt. The console/hub went black, and the surgeon could not capture any images. Visual inspection: no damage or dents detected on the console. No labels or markings. No scratches or scuff marks. The warranty seal was not broken when the product was received. Functional inspection: issue confirmed. Cor-ip test performed. The or hub powers on properly and the display switched over to the external gui successfully, and the application loaded to the main menu. Routing sources were available. Tie lines were detected and applied successfully. A display was present on the primary monitor. Once in the capture menu, unable to capture or record with the camera head. Troubleshooting performed. System settings checked. In the settings/system/case menu, the 1788 check box was turned on. When 1788 check box was turned off, camera head capturing and recording was possible. A quick functional test was performed. The camera head was able to capture images, and record videos. Case file was exported onto a jump drive media. The hub is not fried. Internally, the hub is clear of dust and lint. All components are properly connected, and no physical damage was observed. No software corruption encountered. The or hub boots up and loads to the main menu. No critical errors, abrupt shutdowns, or reboots encountered. The hub did not go black. No black screen encountered while the unit was under test. The or hub as software version 4.1.3.156u. The probable root causes are software, or application settings. The failure identified in the investigation is consistent with the complaint record. However, the issue of loss of image could not be replicated. The probable root causes are software, or application settings. The product was returned for investigation, and the failure mode will be monitored for future recurrence.

Event description:
It was reported that the console/hub went black and the surgeon could not capture any images. Since the device went black, it is possible that there may have been a full loss of image.

Manufacturer narrative:
Alleged failure: sn: (B)(6), pn: 0240200200 per the customer, the hub appears to be fried or corrupt. The console/hub went black, and the surgeon could not capture any images. The failure identified in the investigation and consistent with the complaint record. The probable root causes are software, or application settings. The product was returned for investigation, and the failure mode will be monitored for future recurrence.

Event description:
It was reported that the console/hub went black and the surgeon could not capture any images. Since the device went black, it is possible that there may have been a full loss of image.